Manufacturer narrative:
Unit had blank display due to moisture damage on electronic assembly. Unable to test for an unexpected restart alarm, button unresponsive, unexpected reset and unexpected suspend due to blank display. The motor had moisture damage and the keypad traces was corroded. Unit had cracked case at display window corner and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump got wet in a swimming pool and there is fluid underneath the display screen. Customer's blood glucose was 122 mg/dl at the time of incident. Troubleshooting was done for display but the customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.